Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, upon interrogation during an implantation procedure (before pocket closure), a pop-up message appeared stating that aida was reprogrammed during interrogation whilst the usual pop-up message stating that the automatic implant detection is ongoing did not appear. The atrial and ventricular leads pacing and sensing polarities remained in unipolar and were reprogrammed manually in bipolar. Other parameters and functions which are normally automatically activated had to be programmed manually as well. The associated tablet was taken out of sleep mode just before the interrogation and it required several attempts before successful interrogation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2021, upon interrogation during an implantation procedure (before pocket closure), a pop-up message appeared stating that aida was reprogrammed during interrogation whilst the usual pop-up message stating that the automatic implant detection is ongoing did not appear. The atrial and ventricular leads pacing and sensing polarities remained in unipolar and were reprogrammed manually in bipolar. Other parameters and functions which are normally automatically activated had to be programmed manually as well. The associated tablet was taken out of sleep mode just before the interrogation and it required several attempts before successful interrogation.